Manufacturer narrative:
Additional devices listed in this report: cat # 5573-c-3606, lot # mnk7pn, description: glenosphere - 36mm dia x 6mm thk concentric. Cat # 5570-3604, lot # mnd80h, description: humeral cup - 36mm dia x 4mm thk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained devices.

Event description:
An I&d/revision of infected total shoulder was reported.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a rsa humeral insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: not performed because medical records were not provided. -device history review indicated all devices accepted into final stock met specification. -complaint history review indicated there have been no other events for this lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
An I&d/revision of infected total shoulder was reported.